Event description:
It was reported that the patient was unable to adjust stimulation and received a "call your doctor" icon on the patient programmer, additional information received reported that the device displayed eol and was not able to communicate with the programmer three weeks after implant. The patient underwent a device replacement in 2009.